Manufacturer narrative:
The referenced history of driveline infection was reported under medwatch MFR report #2916596-2018-00632, medwatch MFR report#2916596-2017-02074, medwatch MFR report# 2916596-2017-03361, and medwatch MFR report #2916596-2018-00002. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized. The patient complaints of shortness of breath and leg edema for 2 days and continues complaint of chest pain believed to be associated with chronic driveline infection. The patient was treated on suppressive therapy. The patient also reported to have elevated lactate and lactosis. The patient¿s white blood cells (wbc) was 20.6 and lactate was 5.6. The patient was started on intravenous antibiotics (vancomycin and meropenem). Pan cultures were taken, however; results were unavailable. On (B)(6) 2018, an ultrasound was performed of the abdomen and results showed no fluid collection. Additional information was requested, but not provided.

Event description:
Additional information: the infectious disease specialist was consulted and the impression was: chronic (B)(6) driveline infection with central line associated blood stream infection (clabsi) bacteremia. Pan cultures resulted, the blood culture was positive for (B)(6), no other bacterial growth reported. The patient was also reported to have lactic acidosis; however lactic acidosis resolved thereafter. The shortness of breath and leg edema was thought to be related to fluid volume overload and cardiogenic shock. The echocardiogram showed moderate-to-severe mitral valve regurgitation. The patient received aggressive intravenous diuresis. No further information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.